Manufacturer narrative:
23-oct-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Cut the end of my nose [skin laceration]. Brush head comes off / preventing the brush head from rotating at all - oral-b [device breakage] . Head...loose while in use - oral-b [device connection issue] . Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads became loose while in use and cut the end of his nose with the metal tip of the oral-b toothbrush handle when the toothbrush head separated, came off, and fell out of his mouth. The head of the toothbrush when in contact with his teeth also prevented the toothbrush head from rotating. No serious injury was reported. 05-sep-2024 follow-up via e-mail: no medical professional was contacted. The injuries have healed. No serious injury was reported. 05-sep-2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3766. The concomitant product lot was 2ab12431927. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut the end of my nose [skin laceration] brush head comes off / preventing the brush head from rotating at all - oral-b [device breakage] head...loose while in use - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads became loose while in use and cut the end of his nose with the metal tip of the oral-b toothbrush handle when the toothbrush head separated, came off, and fell out of his mouth. The head of the toothbrush when in contact with his teeth also prevented the toothbrush head from rotating. No serious injury was reported. 05-sep-2024 follow-up via e-mail: no medical professional was contacted. The injuries have healed. No serious injury was reported. 05-sep-2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3766. The concomitant product lot was 2ab12431927. No serious injury was reported.